Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional confirmed left side capsular contracture baker grade iii/IV did not occur and was not present. There is no complaint against the device. Device was not removed and remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Device has been explanted and replaced.